Event description:
It was reported that the customer performed the american proficiency institute (api) survey and the result identified as e. Faecium reported for vancomycin an mic =1 with susceptible interpretation. Customer ran specimen on a vanc agar screen plate and it showed growth. The customer repeated the same specimen on the next day and subsequent next day using turbidity with the same result; both initial and repeat results were visually confirmed. The expected answer for api survey was resistant to vancomycin. Customer reported that both qc diagnostic and pan l qc were passing. The customer also reported that they received the api results indicating that out of 180 results, 5 were reported susceptible vancomycin for this specimen. There was no report of pt injury or delay in treatment.

Manufacturer narrative:
(B)(4). Method code: one isolate was submitted by the customer for eval. The isolate was tested in duplicate for MFR's technical support laboratory on positive combo type 34 panels using the turbidity standard and the prompt inoculation method. The panels were read on a walkaway-96 instrument at 24 hours. Result code: vancomycin vs e faecium was susceptible to the microscan dried panels. The results also matched for vancomycin susceptibility on the frozen reference panels and with disk diffusion validating that there was nothing wrong with the microscan panels. The discrepancy in the american proficiency institute (api) survey is likely due to vancomycin resistance mechanism having been lost as a result of repeated subcultures of the isolate. There was no report of pt injury or delay in treatment.